Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -6.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced with a shorter length lens within the same surgery due to excessive vault. It was reported that the problem resolved. The cause of this event was unknown.